Event description:
Patient presented to the physician with facial drooping and lower right lip not moving. Exploratory surgery was performed on (B)(6) 2023 where it was discovered that two branches were severed. Facial nerve specialist repaired the branches during surgery. Patient presented back to the physician with improvement of tone in the area.